Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c package was damaged / defective. The following information was provided by the initial reporter translated from german to english: blister packaging not completely closed in some cases. 14 of 125 syringes affected. When did the incident occur? Before use.

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other fourteen samples and one photograph of 5 ml eurographic syringes (part number 309649) from batch 4297890 were received and evaluated. All samples were submitted in unsealed packaging. One sample showed no visible defects, while thirteen exhibited open seals with grid separation ranging from 1 inch to 3 inches along the sides of the package. The accompanying photograph confirmed the issue, showing two packages with the same open seal condition. The observed packaging defect is non-conforming with the product specifications. Potential root cause for the open seal defect is associated with the packaging process. Furthermore, a device history record review was completed for provided lot number 4297890. A requalification for the open seal defect was performed during the production of this batch, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.